Event description:
Healthcare professional reported "capsular contracture, baker grade IV". This record is for the right side. The device remains implanted and it is unknown if it will be returned.

Manufacturer narrative:
Clarification to d6a: partial date of 2013 provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.